Event description:
It was reported that a novum iq large volume pump had keypad issues with the 5, 7, and 8 buttons. This issue was observed during an unspecified process step. It was unknown if a patient was connected during this event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "5, 7, and 8 button problem" was confirmed as upon pressing the keys 5, 7, and 8 showed multiple numbers. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was a keypad failure. The front door cover assembly will be replaced to address the reported problem. Should additional relevant information become available, a supplemental report will be submitted.